Event description:
Event description guidant received information that the implant of this transvenous defibrillation lead and the ICD was abandoned because of a possible pneumothorax. The patient received a new lead and ICD two weeks later. No allegation was made against the lead or the ICD.